Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. It was described that the rupture was in vertical tear shape in the middle part of the balloon material. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).